Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e216 error message and image issues was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the colonovideoscope displayed an e216 scope communication error message, the image was noisy and then the image went black. There was no patient involvement.